Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: brand name: micra d4: model #: mc1vr01us / expiration date: 2022-05-14 / serial#: (B)(6) UDI #:(B)(4) d9: <(><<)>yes, return date: 2021-08-17 > h3: <(><<)>yes> dev rtn to MFR? <(><<)>yes> h4: mfg date: 2020-11-30 h5: yes product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. There was a deployment issue with the delivery system. Contrast was observed on the outer shaft of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned with the device intact with the tether but not fully recaptured in the device cup. The deployment button was in the deployed position upon receipt. There is contrast on the outer shaft located at the distal end of the stability member. The device was able to be deployed, the device was able to be pulled by the tether to the recapture cone but with resistance due to the torn lumen, the device was able to be fully recaptured in the device cup. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported resistance was noted in the delivery system (ds) and the device could not be retrieved back into the cup after placement attempts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) high thresholds were noted.   The system was attempted / not used and a second system was tried. Elevated thresholds were again seen and the second device was attempted / not used and replaced with a transvenous ipg. No patient complications have been reported as a result of this event.